Event description:
Complainant alleged that during functional testing, the device's error log contained "error 6" and "error 7" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
MFR has not received the product and this complaint is still under investigation.